Event description:
Customer reported problems with his enlite sensor. Customer's blood glucose was 39 mg/dl. Customer stated a sensor error alarm occurred during his calibration. Troubleshooting did not find any error from the customer that would contribute to the alarm. Customer also stated there was a little bit of bleeding when he inserted his sensor. Customer also reported a lost sensor alarm. Troubleshooting occurred for proper insertion techniques. Customer will be returning his sensors. No additional information is provided.

Manufacturer narrative:
Three open and or used enlite sensors were inspected and bicarbonate buffer test was performed. Tow of the three sensors failed per specification for high readings. One passed per specifications with accurate readings. Needle complaint was not confirmed due to customer did not return insertion needle.

Manufacturer narrative:
Currently , it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.